Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This case was received from the health authorities in (B)(6) (B)(4) and describes the occurrence of ectopic pregnancy in a female pt who had essure inserted and did not use contraception for the three months following fitting. She underwent salpingectomy.

Manufacturer narrative:
Case correction after internal review on 23-jul-2014. In 2013, the patient experienced ectopic pregnancy. Ptc investigation result was received on 24-sep-2014. This adverse event report is related to a product technical complaint (ptc). T(B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a lack of efficacy. Lack of efficacy may occur under the use of any product and is not indicative of a quality defect per se. In this particular case, also a treatment noncompliance was reported which may have increased the risk of pregnancy. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded "unconfirmed quality defect." In summary, there is no reason to suspect a causal relationship to a potential quality deficit. The list of similar cases contains reports with similar events coded in meddra. It includes recent cases received by bayer pharma and older cases received from the previous owner of the essure product (conceptus). These legacy reports have been re-coded according to bayer pharma standards. In this particular case a search in the database was performed on (B)(4) 2014 for the following meddra preferred term: ectopic pregnancy with contraceptive device. The analysis in the global safety database revealed 26 cases. Bayer is closely monitoring the benefit-risk profile of essure. This includes consideration of the legacy cases in safety analyses. The cumulative review of the reports has not yielded any new safety signal. Company causality comment: this spontaneous case report was received via regulatory authority in france and refers to a female patient of not reported age who had inserted essure (fallopian tube occlusion insert) and experienced ectopic pregnancy. This case is medically confirmed. Ectopic pregnancy is listed in the reference safety information for essure and considered serious due to medical importance. In this particular case, the patient did not take contraception during the first three months following essure insertion procedure. Date of diagnosis of ectopic pregnancy was not reported. It is not clear whether pregnancy occurred before or after 3 months after the insertion procedure. Due to lack of information, causality between ectopic pregnancy and essure use is not assessable. This case was regarded as incident since the patient underwent a surgical intervention (salpingectomy). Additionally, non-serious event was reported: treatment non-compliance. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected, as the report was received via the local regulatory authority.